Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: no observed. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, ¿capsular contracture, baker grade iii. With an "intracapsular rupture¿. This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported ¿capsular contracture baker grade iii with an "intracapsular rupture¿. This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported ¿capsular contracture baker grade iii with an "intracapsular rupture¿. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii